Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl, bupivacaine, and clonidine (dose 0.33 ml/day; concentrations unknown by the reporter) via an implanted pump; fentanyl was the primary drug. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that on (B)(6) 2016 a 4 ml pocket fill occurred and the patient had to go to the ER (emergency room). The patient had sudden symptoms of dizziness, was lightheaded, and had low blood pressure. When they checked the pump volume, they aspirated 36 ml of the 40 ml so assumed a 4 ml pocket fill occurred. The pump was less than 1 year to eri (elective replacement indicator). They had followed the same protocol that they usually did when they refilled the pump. They were wondering if the pump nearing eri could have anything to do with it. Additional information was received from the hcp on (B)(6) 2016 and it was reported that on (B)(6) 2016 after the pump refill the patient became dizzy. The pump was aspirated and there was a less than 4cc discrepancy noted. The patient was stable. He was admitted to the hospital overnight and then discharged to home with resolution of the symptoms (dizziness). The cause of the event was note d to be that during the refill less than 4cc was injected into the pocket and not the pump (i.e. 36 cc injected into the pump and 4 cc missing). Per the reporter, the issue/problem was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.